Event description:
The customer reported, an intermittent saturation fault error. An error happened during a case with patient on the table. The tech rebooted system, and was able to complete a case.

Manufacturer narrative:
Error code displayed.